Manufacturer narrative:
(B)(4). Reporter's causality assessment: probable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received one treatment of poly-l-lactic acid (sculptra) on (B)(6) 2009. The dilution volume was 5 ml (solvent nos) + 2 ml of lidocaine, which was injected into the nasogenian fold, chin, and corner of lips. No relevant medical history was reported and concomitant medication information was not mentioned. On (B)(6) 2009, one lump, the size of a chickpea, was detected on the right corner of her lips. This lump was palpable, with no inflammatory symptoms. It was not painful. Since the end of treatment, the patient had been massaging the treated regions regularly. At the time of this report, the event remains ongoing.